Event description:
The hearing performance of the user is affected. Reportedly the child had been hit on the left side of her head with a 'toy' by another child about a week prior to the clinic appointment (B)(6) 2021).

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the user is affected. Reportedly the child had been hit on the left side of her head with a 'toy' by another child about a week prior to the clinic appointment ((B)(6) 2021).

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. Further during explantation surgery the electrode was found completely outside of cochlea. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly the child had been hit on the left side of her head with a 'toy' by another child about a week prior to the clinic appointment (on (B)(6) 2021). The user has been re-implanted. The surgeon reported that the electrode array was found to be out of the cochlea and the cochlea fibrosed. A full insertion was achieved at implantation.